Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) was dispatched to evaluate the reported issue. The fse has coordinated with the customer to retrieve the data from the event so a retrospective review of the ics data could be performed. At this time, the ics data has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that a bedside failed to alarm for a high heart rate on bedside monitor. There was no patient or user death, or injury associated with the event.